Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
Report received of an inaccurate delivery. The pump was returned to the biomedical department with an unsigned note that stated, "the nurse did not think it was going in at the right rate." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. The device was removed from clinical service. Though requested, no additional information was provided.